Manufacturer narrative:
The customer was provided with a replacement device. Stryker product assessment center evaluated the customer's device and observed that the device would not deliver defibrillation energy. The cause of the reported issue was determined to be due to a disconnector connector. The device was archived by stryker.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that their device would not deliver defibrillation energy. As a result, therapy would not available , if needed. There was no patient use associated with the reported event.